Manufacturer narrative:
65% restenosis of vertebral artery. Subject device was placed without incident, as "no complications were observed during procedure, and patient was discharged home 2 days post procedure." However, 65% restenosis of the vertebral artery was noted approximately one year after implantation. Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Per the device directions for use: "experience with stent implants indicates that there is a risk of restenosis. Subsequent restenosis may require repeat dilation of the vessel segment containing the stent. The risks and long-term outcome following repeat dilation of endothelialized stents is unknown at present." Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device remains implanted, no evaluation will be performed.

Event description:
It was reported on october 21, 2007, a stenting procedure to treat intracranial atherosclerotic disease under hde (humanitarian device exemption) designation. The stenosis was located in the vertebral artery. Pre-procedure stenosis was 66.7%. Predilation with a balloon catheter was performed, followed by implantation of the stent (subject device). "Residual stenosis was 33.3%. No complications were observed during procedure, and patient was discharged home 2 days post procedure." In a follow up visit in 2006, the "patient had transient dizziness" a CT (computed tomography) angiogram taken a week before "showed negative findings (no stenosis). Patient had an angiogram in 2007, which showed 65% restenosis of target lesion. Patient underwent revascularization of the symptomatic target lesion the same day. Event resolved six months later." The patient issues resolved with residual effects.